Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported a small piece of loose "membrane" was found atop the unspecified bd phaseal¿ optima protector (c100) membrane after drawing up etoposide medication. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "pharmacy noticed tiny piece (grain of sand size) of loose membrane material (or something?) Sitting on top of p20-o phaseal optima protector membrane when disconnecting the injector after drawing up drug. I, the rep saw it too. This happened 4 times. All the injectors came from the same multipack package - etoposide ¿ tiny piece of membrane observed on top of c100 protector membrane after drawing up medication. Irinotecan ¿ 4 vials. Protector and injector on vial #4 have small visible holes from injector needle. Again, a tiny piece of membrane observed on top of protector membrane. Velcade ¿ subq syringe. Again, a tiny piece of membrane observed on top of protector membrane. Alimta ¿ 5 vials / reconstituted powder. First access to diluent bottle had a tiny piece of membrane observed on top of protector membrane. Adapter membrane on bag had a lot of shine after drug was added with the injector that had been engaged 6 times at this point."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported a small piece of loose "membrane" was found atop the unspecified bd phaseal¿ optima protector (c100) membrane after drawing up etoposide medication. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "pharmacy noticed tiny piece (grain of sand size) of loose membrane material (or something?) Sitting on top of p20-o phaseal optima protector membrane when disconnecting the injector after drawing up drug. I, the rep saw it too. This happened 4 times. All the injectors came from the same multipack package - etoposide ¿ tiny piece of membrane observed on top of c100 protector membrane after drawing up medication. Irinotecan ¿ 4 vials. Protector and injector on vial #4 have small visible holes from injector needle. Again, a tiny piece of membrane observed on top of protector membrane. Velcade ¿ subq syringe. Again, a tiny piece of membrane observed on top of protector membrane. Alimta ¿ 5 vials / reconstituted powder. First access to diluent bottle had a tiny piece of membrane observed on top of protector membrane. Adapter membrane on bag had a lot of shine after drug was added with the injector that had been engaged 6 times at this point."